Manufacturer narrative:
Device was returned: visual inspection was conducted and the array was found to have a hole present in both poles facing the dial. Functional testing was not conducted because the device was damaged and could not be tested. Therefore, the issue was confirmed based on the visual inspection. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the surgeon reported that after the ablation opened the array and observed a hole in it. No injury to the patient reported. Procedure was completed using cautery device. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.